Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Problems again with the clips falling off. Additional information received via phone on 10jan2018 from applied medical account manager. Account manager spoke with the doctor and the doctor can't remember the date of the event, only that it was after christmas. The first clip was placed and then 2 other clips. The 1st clip formed correctly, but rolled right off and did not attach to the cystic duct. When doctor inserted the clip applier into the trocar doctor entered perpendicular to the abdomen. Did not know if the vessel was fully skeletonized before using the clip applier. Trigger was squeezed plastic to plastic. Opened another clip applier to complete. Patient status: no complications.

Event description:
Procedure performed: lap chole. Problems again with the clips falling off. Additional information received via phone on 10jan2018 from applied medical account manager. Account manager spoke with the doctor and the doctor can't remember the date of the event, only that it was after christmas. The first clip was placed and then 2 other clips. The 1st clip formed correctly, but rolled right off and did not attach to the cystic duct. When doctor inserted the clip applier into the trocar doctor entered perpendicular to the abdomen. Did not know if the vessel was fully skeletonized before using the clip applier. Trigger was squeezed plastic to plastic. Opened another clip applier to complete. Patient status: no complications.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.